Event description:
Country of complaint: (B)(6). Thread detaches easily from needle.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 7 unopened pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. Tested the needle attachment of the samples received and the results fulfil the requirements of the OEM. Needle attachment results conducted on samples before releasing the product fulfilled OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Remarks: the complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified), actions on product: not applicable. Corrective/preventive actions: not applicable.